Event description:
It was reported that the patient experienced phrenic nerve stimulation and anxiety. The left ventricular (lv) lead was inactivated through programming and remains in the patient. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 6944-65 implantable tachy lead (B)(6) 2012; 407652 implantable pacing lead (B)(6) 2012. (B)(4).